Event description:
It was reported that during the initial implant procedure, high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.